Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this system, the patient coded. The pocket became contaminated so the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. No products currently remain in service. No additional adverse patient effects were reported.